Event description:
It was reported that customer experienced keypad anomaly. It was reported that up arrow key was not responding. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The up arrow button did not respond due to a flattened button dome switch. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.